Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the zoom function stops working in the middle of using it. No patient involvement or adverse consequences are reported.